Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and healthcare professional also reported ¿hole in radius (edge).¿ via an rga form. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side deflation and healthcare professional also reported ¿hole in radius (edge).¿ via an rga form. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: , d.9, h.3, h.6, device evaluation : based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, two openings on posterior and radius side assessed as fold flaw opening and missing on plug strap assessed as inconclusive. Additional observations: ¿ crease fold is observed. ¿ brown particles on the shell are observed.